Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Final analysis found no anomaly on the header that is related to the field concern. The device exhibits normal device characteristics with battery voltage above elective replacement indicator level. The device was in the normal range of operation with appropriate remaining longevity.